Event description:
Information received indicates the left head siderail would not stay up due to a damaged center arm assembly. The technician indicated there is extensive damage to the siderail but could not determine a cause.

Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.